Manufacturer narrative:
(B)(4). Baxter initial medical assessment ((B)(4) 2013): review of the reports of infection and infection-like events (inflammatory reactions, aseptic meningitis, etc.) Of the tissue-guard product family, regardless of the causal relationship, reveals a frequency of infections that is well below infection rates reported in the literature. The calculated infection rate in spontaneous reports of tissue-guard (including infection-like reports) has been determined to be (B)(4) even in a very conservative calculation, that considers that only (B)(4) of the product related events are spontaneously reported [goldman sa. Limitations and strengths of spontaneous reports data. (B)(4), the adjusted incidence is (B)(4), which compares extremely favorable to infection rate of (B)(4) in clean surgeries [culver dh, horan tc, gaynes rp, martone wj, jarvis wr, emori tg, et al. Surgical wound infection rates by wound class, operative procedure, and patient risk index. National nosocomial infections surveillance system. Am j med 1991; 91(3b): 152s-157s]. Specifically for craniotomies the infection rate has been reported at (B)(4) [dashti, s.r. Et al., 2008. Operative intracranial infection following craniotomy. Neurosurgical focus, 24(6), p.e10.]. While we cannot definitely exclude that the dura-guard implant has caused or contributed to the reported infection, multiple risk factors and alternative causes for infection such as: csf leakage, clean-contaminated wounds, and operative time > 4 hours, use of other implants (screws), neuromonitoring electrodes, intraoperative contamination, diabetes mellitus or other associated pathologies [dashti, s.r. Et al., 2008. Operative intracranial infection following craniotomy. Neurosurgical focus, 24(6), p.e10.] May have caused the reported abscess. Additional questions for further clarification of a causal relationship should be addressed: duration of surgery? What bacillus species has been identified and was this the same species in both cases? Have additional cases of such post-craniotomy complications with the same pathogen occurred without the use of dura-guard in the reporting department? Additional communication with the reporting site ((B)(6)) and epidemiologists employed at the hospital on (B)(4) 2013: in their investigation they noted the first 2 cases ((B)(4)) grew the same p acnes, were done by the same surgeon, in the same operating room, and shared two other or personnel in common. The first case was extensive, lasting 8 hours, while the second case was short, and finished in 2 hours. The third case ((B)(4)) was similar in that the patient returned after discharge complaining of photophobia, underwent MRI, reoperation and was found to have a pus collection directly under the dura guard patch. This patient however grew staph, was operated on by a different surgeon, in a different operating room theatre, using different personnel, and that patient was an emergent closed trauma case, not a slated procedure. The other commonality is that all 3 patients had the same lot number of dura guard. The hospital has used 7 patches of this lot number, the other 4 cases had no issues. I asked if the hospital still had any units from the same lot number in stock and was informed that at the request of the FDA, they sent the remaining units to FDA for testing. Baxter has identified that there have been no other complaints of this nature for the reported lot in the past. The additional information is currently being evaluated and the investigation is currently underway at the manufacturing facility. Baxter will work to obtain the results of sample testing by the FDA. Upon its completion a follow-up submission will be sent.

Event description:
Medical term: cerebral abscess. Baxter received medwatch report #: (B)(4) on (B)(4) 2013 from the FDA. This post-craniotomy patient developed post procedural abscess at the surgical site where dural patches were used. Both the tissue and patch was removed and cultured. The tissue directly underneath the patch had extensive exudate. The patch was cultured and grew out an organism (a bacillus). The patient required surgery to remove infection and patch and long term IV antibiotics. What was the original intended procedure? Craniotomy. Other devices in use on patient: implanted screws. Additional information received on (B)(4) 2013: baxter clarified the following with the reporting site: there were a total of three patients that experience infection after surgeries in which dura-guard was used (this is one of those three patients and all of the cases will be reported to the FDA). All three patients received the same lot of product. Patient 1: female, (B)(6); dura-guard was implanted on (B)(6) 2012. P. Acnes was identified after explant on (B)(6) 2012. The duration of surgery was approx 8 hrs. There have been no additional cases identified post-craniotomy without the use of dura-guard. They do hundreds of craniotomies a year and these three cases were very unique and similar in presentation. The patients had no other apparent common threads.

Manufacturer narrative:
(B)(4). Additional information was received concerning details regarding the case. Follow-up medical assessment summary: due to the known characteristic of any implantable collagen to potentially augment the infectious response to contamination, we cannot rule out that the product may have contributed to the reported infectious complication. The manufacturing facility, baxter synovis, completed the investigation. The complaint cannot be confirmed through review of applicable manufacturing records. This is a known complication of this surgery with other potential causes, as outlined in the initial medical assessment. The batch record was reviewed and found no deviation that may have contributed to the infections. A review of the complaint database found no other similar adverse events reported for the given lot. No further investigation is possible as the unused product was sent to the FDA for testing (by the user facility). Based on all investigation activities the cause of this infection cannot be attributed to the dura-guard patch. Baxter has made a freedom of information act request as of 29-jan-2013 for the results. Confirmation was received that the FDA has received the request. Once the information is received the complaint will be reopened to add the information.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: this is one of three cases from one department that experienced postoperative brain abscess formation. All three patients have been implanted with dura-guard for dural reconstruction and all three experienced the same complication. In two cases propionibacterium acnes has been isolated bacteriologically, while the third patient experienced a (B)(6) infection. Apart of these cases dura-guard has been used in other four patients without infective complications. In the investigation of the infection prevention program at (B)(6) it has been noted that the first 2 cases grew the same p. Acnes, and were done by the same surgeon, in the same operating room, and shared two other or personnel in common. The first case was extensive, lasting 8 hours, while the second case was short, and finished in 2 hours. The third case was similar in that the patient returned after discharge complaining of photophobia, underwent MRI, reoperation and was found to have a pus collection directly under the dura guard patch. This patient however grew (B)(6), was operated on by a different surgeon, in a different or theatre, using different personnel, and that patient was an emergent closed trauma case, not a slated procedure. The presence of two different contaminating bacteria in these three cases makes a product batch contamination unlikely. Both isolated bacteria are skin/hair follicle contaminants and point towards a surgical contamination. Nevertheless, even if the implant would have been non-contaminated until its surgical handling and application, due to the known characteristic of any implantable collagen (lot and product independent) to potentially augment the infectious response to contamination, we cannot rule out that the product may have contributed to the reported infectious complication. (B)(4). Investigation is currently underway at the manufacturing facility. Baxter has sent an email to (B)(6), FDA MDR analyst, requesting the results of sample testing by the FDA. Upon the completion of the investigation a follow-up submission will be sent.